Manufacturer narrative:
Product investigation completed. Product analysis confirmed the reported event related to pump inflation and deflation issues. The ams 700 momentary squeeze (ms) pump was visually inspected and functional tested. The pump was functional tested and failed the activation test. This functional test failure aligns with the event details relating to the pump requiring additional force to inflate and deflate. Product analysis confirmed the reported events.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump and its deflation button were not working consistently. The physician was unsure of the cause of the issue. A surgical procedure was performed in which the existing pump was removed and replaced with a new one. Following the procedure the device was working well. The patient was expected to fully recover.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump and its deflation button were not working consistently. The physician was unsure of the cause of the issue. A surgical procedure was performed in which the existing pump was removed and replaced with a new one. Following the procedure the device was working well. The patient was expected to fully recover.